Manufacturer narrative:
H10: the actual devices were not available; however, forty-two (42) unused companion samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed and no defects were observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty-two (42) clearlink system non-dehp extension sets were leaking from an unspecified location. The leaks were discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.